Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as the date of the event was not provided. Implant date: estimated as (B)(6) 2021 as the date of implant is unknown.

Event description:
It was reported via social media that a thromboembolism and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient later experienced a thromboembolism, which led to a cva. The patient was then placed on a blood thinner medication regimen. No additional information is known at this time.